Manufacturer narrative:
(B)(4). Report source: foreign : (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device identified that the dovetail feature was flared out and compressed. The device also exhibits signs of use(gouges). Device history record (DHR) reviewed and no discrepancies were found. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the zimmer® mis multiple-reference 4 in 1 femoral instrumentation surgical technique and the surgical tip: articular surface inserter proper technique & use guidance document. The dovetail compression identified during the evaluation of the returned product indicates that the articular surface was not properly aligned being pushed in with the inserter. Therefore, the root cause of the reported issue can be attributed to user error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device insert had a manufacturing defect. This occurred during a case, but there were no complications during the procedure. No additional information available.